Event description:
It was reported that a male patient who was currently using anticoagulants underwent a greenlight pvp procedure. The surgeon reported that ¿the patient had ongoing hematuria following the procedure and the patient was transfused. Furthermore he stated that the ¿cardiologist who was treating this patient did not want the patient to come off of his anticoagulant medication.¿ the surgeon stated that "some weeks" following the procedure, the patient had a myocardial infarction secondary to the anemia caused by the continuous hematuria as a result of the greenlight procedure, and expired.¿ additional information was not reported.

Manufacturer narrative:
Further information from physician's office (who performed greenlight procedure on patient) staff member.

Manufacturer narrative:
(B)(4). Blood loss.

Event description:
Reportedly, the patient was a "spry (B)(6) year old; appeared younger than given age". Patient had greenlight procedure in (B)(6) 2013. This was a "routine greenlight procedure and the patient was discharged home the same day without incident". The patient was followed up multiple times in the next two months - (B)(6) 2013. Patient was catheterized for two days after surgery. Patient experienced intermittent gross hematuria; was hospitalized for a blood transfusion x1; was given antibiotics for a uti. In (B)(6), a prostate fulguration was performed. Reportedly, there was no further hematuria. On (B)(6) 2013, a follow up with patient was performed. Shortly thereafter, physician's staff was notified that the patient had expired - approximately, (B)(6) 2013. No further information was reported.